Event description:
The customer reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power supplies, the hard drive, the general purpose operating system board, and the real time operating system board were replaced. The software was reloaded. The customer reported that the system is operating as intended.